Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced hemianaesthesia ("entire left side (numbness)") and underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the hemianaesthesia and medical device removal outcome was unknown. The reporter considered hemianaesthesia and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: hypoaesthesia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received. Reporter added. Added event medical device removal. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.